Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was currently in the hospital for diabetic ketoacidosis. The patient's blood glucose was 22 mmol/l. Prior to the hospitalization, the customer kept receiving insulin flow blocked alarms. Troubleshooting was declined; it was reported that the customer tried all remedies to resolving the insulin flow blocked alarms. He customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.